Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem of "two middle soft keys were intermittently functioning," was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the keypad failed. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq infusion pump, the device observed the two middle blue soft keys intermittently failing. No additional information is available.